Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the difficulty removing the clip delivery system (cds). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced however imaging and steering were difficult due to the rotated heart and suboptimal transseptal puncture. Grasping was difficult therefore the cds was retracted to reposition the device when the clip became stuck at the left atrial appendage (laa) occluder in the space between the occluder and the rest of the laa. The clip was able to be freed however the curves were unable to be taken off the cds. The cds and steerable guide catheter (sgc) were removed together. After removing the cds from the anatomy, the sleeve curves were able to be removed. Another clip was used to successfully complete the procedure, reducing mr to 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The returned device analysis did not confirm the reported positioning failure-straighten unable issue. Additionally, reported difficult or delayed positioning, positioning failure (leaflet grasping clip not implanted), difficult to remove and poor imaging can not be tested in testing environment due to can be related to patient anatomy, procedural or operational circumstances. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, a definitive cause for the reported positioning failure (straighten unable ) could not be determined. The reported positioning failure-leaflet grasping, difficult or delayed positioning and poor imaging was due to challenging patient anatomy. The reported difficult to remove appear to be due to procedural circumstances. There is no indication of product issue with respect to manufacture, design or labeling.